Event description:
Female patient, had been receiving daily plasmapheresis therapy treatments (tpe). In 2008, while on the com.tec blood cell separator, the patient was infused with 4 liters of ffp while no patient plasma was removed into the disposal bag. Due to fluid imbalance, the patient developed breathing difficulties, coded, and was then admitted to ICU. Patient was reported, by the time of this report date, to have been released from hospital.

Manufacturer narrative:
The manufacturer of the com.tec blood cell separator device is fresenius kabi ag. The us agent for the product in regards to FDA reporting is fresenius kabi llc, in redmond, wa. The com. Tec device and tpe disposable set (product code 9400451 lot # xat113) were secured and locked up by the hospital. In 2008, the device was inspected by our clinical specialist and our technician by performing a mock run on device with saline solution and a new tpe disposable set. The device performed according to operating instructions. Four days later, the device was again checked by our clinical specialist by performing a mock run with a new tpe disposable set again and expired whole blood (not connected to a patient). The device performed according to operating instructions. Device documentation from device printer was not available for further investigation. The manufacturer has requested the tpe disposable set be returned for purpose of investigation and testing. Patient was reported, by the time of this report date, to have been released from hospital.